Event description:
It was reported that the right atrial lead exhibited high impedance and a lead fracture was suspected. On (B)(6) 2014 the lead also exhibited noise and had dislodged which led to it being explanted and replaced.

Event description:
Additional information that on (B)(6) 2014 the atrial lead had exhibited loss of sensing. An x-ray revealed that the lead had dislodged and was scheduled on (B)(6) 2014.